Event description:
Additional information was received indicating the high impedance measurements were not related to the ra set screw. The helix mechanism was not fully extended into the tissue. Testing via the pacing system analyzer (psa) yielded impedance measurements of 1,600 ohms.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements. High pacing thresholds were also observed. The pocket was reopened for a routine device change out. It was noted that the right atrial set screw was not fully extended. This device was explanted and the lead was surgically abandoned. A new device and lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. This report will be updated should additional information become available.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.